Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9814; lot # 800159; description: superion ids 14mm.

Event description:
A report was received that after the physician performed a quick hit the hammer to knock down the spacer, the physician laid the hammer on the patient and the hammer burned the patient. The hammer is not part of the vertiflex kit. The patient is reportedly doing well and recovering from the burn caused by the hammer.